Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, self-test, sleep current measurement test, active current measurement test. Unit successfully downloaded to thump. No pump error 53 or pump error 4 alarms noted during test. Verified in the pump history download the pump alarmed pump error 53 on06/23/2024 09:57:37.000due to issue in cpm module. Verified in the pump history download the pump alarmed pump error 4 on 06/23/2024 09:57:37.000 due to possible hw error during accessing ad5161 chip via twi interface. Failed batt test on 06/23/2024 09:57:40.000 noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 and 4 were isolated to the electronic assemblies. No alarms or alerts noted related to battery power during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit received with cracked case on battery side, battery tube threads - cracked, cracked case (battery tube), stained keypad overlay, pillowing keypad overlay. In summary, unit passed testing however, during review of pump download history pump error 53 and pump error 4 verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 53 (software error detected), pump error 4 (the motor arm cannot communicate with the main arm), and failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1885l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed. The customer reported receiving a pump error 4 and 53. The customer was able to clear the error and was able to complete the pump rewind. The error table did not indicate that the pump should be replaced and the pump passed self test. The customer is not using the quick bolus speed feature on an impacted pump. The customer reported receiving battery failed alarm. The customer reported that battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.